Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump and reservoir had possible under and over delivery alarm. Customer stated insulin pump stopped giving insulin when blood glucose go over 200 mg/dl and stopped suspending insulin when blood glucose go below 70 mg/dl. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.